Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. : without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a femoral trochanteric fracture. Patient was treated with implants in (B)(6) 2012. After the operation, the patient felt a pain around the edge of blade by telescoping. The fracture healed. Nail (a hole part in the blade) was broken in (B)(6) 2012. The patient experienced pain in (B)(6) 2012. The surgeon extracted the upper part of nail by extraction screw. The remained lower part was extracted by passing the guide wire with hook which was grasped by universal chuck with t-handle. Surgeon recognized the residue might be in the bone, but x-ray did not show it. The surgeon decided to fill cerafit into the bone space after the extraction. Post-operative x-ray showed approximately 2 cubic mm residue in the bone. This is report 1 of 1 for complaint (B)(4).